Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported during da vinci-assisted benign hysterectomy surgical procedure the wire of the tenaculum forceps instrument was protruding from the tip of an instrument. The customer did not feel safe using it. No fragments fell into the patient. A different permanent cautery hook (pch) was used as a backup instrument. The procedure was successfully completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable.

Event description:
Refer to h11 for follow-up information.